Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a nurse in the cvicu was consolidating running infusions from two pcus to one. Argatroban was infusing on channel a on pcu 1, and was then shut off and moved to pcu 2. Insulin was then scanned using smart pump programming with cerner/alaris interoperability. At some point, channel a was taken off pcu 2 and placed back on pcu 1. The nurse used the restore feature to program channel a on pcu 1. The nurse had insulin hanging assuming that insulin would be programmed/restored, but the argatroban infusion parameters were restored, resulting in insulin infusing at the argatroban rate (30 ml/hr). The intended insulin rate is believed to be 11 ml/hr. This discrepancy was not noted during the programming, and some unspecified amount of time had elapsed prior to its discovery. The customer reported unspecified patient effect related to the incident.